Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred. Additional ligation for the root part was performed to complete the case. There were no adverse consequences to the patient. Three devices will be returning. The complaint device was discarded which was used in the procedure.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that devices (a, b and c) were returned in good visual condition and inside their original packages. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, each device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch records was reviewed and no anomalies were noted during the manufacturing process.